Event description:
The hospital reported that before an endoscopic vein harvesting procedure, it was identified that the image was foggy and there was a spot in the middle of the lens. There was no patient involvement reported for this incident.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplement report will be submitted when the device has been returned and the investigation completed.